Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device advised ¿no shock¿ when st john¿s arrived they used their defib on the patient and stated that he had a shockable rhythm. The issue was patient related, the customer indicated the issue resulted in a delay to delivering defibrillation until a back up device arrived.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicated the reported issue. Physio-control reviewed the device data and determined the algorithm performed as intended. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device advised ¿no shock¿ when st john¿s arrived they used their defib on the patient and stated that he had a shockable rhythm. The issue was patient related, the customer indicated the issue resulted in a delay to delivering defibrillation until a back up device arrived.